Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, while using the night aligners. That they experienced pain in the second tooth to the left, from the middle to the bottom. She stated, as her teeth had been chipped previously, the teeth weren't full sized anymore. I noticed, in my treatment plan that the final product would have all bottom teeth at the same level. The patient said, that their theory is that, because the middle two are shorter and my aligners are attempting to push down the other teeth. That there is nowhere for full-sized teeth to go. And therefore, they are now being pushed into the nerves.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.